Manufacturer narrative:
The delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 47056503 was also revised and listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision involving a trident insert was reported. The event was not confirmed. The device was not available for evaluation. Device history review indicated that the reported device was accepted into final stock with no reported discrepancies. Complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a liner and head exchanged, patient was done 2 weeks prior and was draining.

Event description:
It was reported that there was a liner and head exchanged, patient was done 2 weeks prior and was draining.